Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-8927dsc corkscrew disposables kits tissue protector broke into pieces upon drilling. This was discovered during a case and broke inside the joint space. "When using the drill guide to prep the bone, the blue tissue protector immediately broke into a few pieces as the drill began rotating. The metal portion on the inside of the tissue protector was lodged on the drill."